Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user report was confirmed as the bx channel was leaking due to tears discovered using the boroscope. Additionally, the forceps cover glue was peeling and causing the probe unit to be loose. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, during reprocessing, the evis exera ii ultrasound gastovideoscope failed a leak test. This event did not involve patient contact.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ a definitive root cause could not be determined. But investigation suspects that some external force was applied to the tip, which led to the adhesive at the tip being squeezed. In addition, they note that the device is 1 year and 9 months old, and it is possible that it was affected by aging deterioration. Olympus will continue to monitor the field performance of this device.